Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 759 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2017). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abortion in 2011 and uterine leiomyoma, cervicitis, adenomyoma, parity 1, multi gravida, dysmenorrhea, cyst of ovary, obesity, uterine fibroid (3 fibroids with the left fallopian tube were), dysmenorrhea, menometrorrhagia and pelvic pain. Previously administered products included: mirena. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 759 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. R: trailing coils in uterus: 2.5. L: trailing coils in uterus: 4.5. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] (date unknown): pelvis: heterogenous, nodular and enlarged uterus compatible with extensive fibroids disease. Largest single fibroid measures 6.1 cm and is within the uterine fundus. There are bilateral essures devices. Conclusion:severely fibroid uterus with no identifiable normal uterine tissue. Thickened wall in the gastric antrum, most likely route gastric or optic disease. Mild patchy fatty infiltration of the liver. [Hysterosalpingogram] on (B)(6) 2015: note to imaging facility: post essure placement, determine occlusion. [Pathology test] on (B)(6) 2017: uterus (457 grams) and fallopian tubes (hysterectomy with bilateral salpingectomies): multiple uterine leiomyomata. Adenomyoma. Weakly proliferative phase endometrium. Fallopian tubes - no diagnostic abnormalities. Chronic nonspecific cervicitis with mucosal erosions and nabothian cysts. Specimen(s) received a. Uterus, cervix, bilateral tubes. Gross description: the attached right tube (7.9 cm in length by 0.5 cm in average diameter) features a distal 0.9 cm peritubal cyst. The tube is sectioned and appears otherwise grossly unremarkable. Amongst the additional tissue fragments within the container, there is a second fimbriated fallopian tube consistent with the left tube (8.2 cm in length by 0.6 cm in average diameter). The tube features multiple peritubal cysts measuring up to 1.2 cm in greatest dimension. [Pregnancy test] on (B)(6) 2015: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: mr received : reporters information, race information patient medical history and surgical pathology reports were added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 759 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2017). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.